Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a craniotomy surgery, it was observed that the attachment device was ¿heating up and only increased to 60,000 rotations per minute (rpms)¿. The attachment device was in use with a console device and motor device. There was no delay to the surgical procedure as an identical spare device was available for use. The surgery was successfully completed with the spare device. There was patient involvement reported. However, there were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.